Event description:
It was reported that during a da vinci si hysterectomy procedure, the permanent cautery spatula instrument melted inside the patient. There was no patient harm or adverse outcome reported. No further information was available.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. Intuitive surgical received additional information as of (B)(4) 2012. It was stated that the patient was released from the hospital and has not suffered any injuries as a result of this incident. The associated instrument is currently in the possession of the o.r. Director. The instrument(s)/ accessory(ies)/ cannula(s) have all been inspected prior to use, according to the staff. The electrosurgical unit settings were 38 cut and 38 coagulation. No further information was obtained.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. Intuitive surgical contacted this hospital site several times to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the permanent cautery spatula instrument melted inside the patient. There was no patient harm or adverse outcome reported. No further information was available.